Event description:
The pt called to report frequent occlusion alarms. However, pt was not hearing any alarm sounds. The sound is turned on in the pump set up. When pt attempted a bolus, no sound was heard.